Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eciq immunodiagnostic system. There was no indication that a reagent related issue contributed to the event. An ocd field engineer performed service and repair activities on several subsystems of the vitros eci immunodiagnostic system. Performance testing following service verified that the equipment was returned to expected operation. The sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause for this event is an instrument related issue. Additionally, pre-analytical sample processing cannot be ruled out as potential contributing factor.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es result from a patient sample (tropi es = 0.996 ng/ml vs. Expected <0.012 ng/ml) processed on a vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected tropi es patient result was reported from the laboratory, however, a corrected report was sent to the physician and there was no allegation of patient harm as a result of this event. (B)(4).